Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, there was no display on the device screen. The power light and menu were lit up. However, there was no display on the screen when the buttons were pressed. Nor was the issue resolved by changing the cable. There is no reported harm to any patient.

Event description:
Addendum jun 2, 2022: the event occurred during installation. Facility has used this device for several years without issues. On the day of the event morning when setting up the room, the device was turned on and there was no picture, just the blue background. The device was not dropped nor came in contact with a hard surface or sharp corner. There is no patient involvement.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.